Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was implanted after coring and removal of a native left ventricular (lv) thrombus. After the patient was weaned off of bypass the flow abruptly dropped. There was concern that there was thrombus ingestion. Bypass was re-initiated, the pump was removed, and a different pump was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of log files which revealed a decrease in estimated flow and power consumption on (B)(6) 2018 to parameters below normal operating range. 13 low flow alarms were logged since (B)(6) 2018. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow may be attributed to multiple factors including but not limited to thrombus in the inflow cannula/outflow graft, kink in outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.